Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 22, 2020 - september 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow of medication through a small volume infusor. It was observed that delivery stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.